Manufacturer narrative:
Upon inspection, there was no power going through the cable causing the bias current error to be displayed.

Event description:
The tps handpiece cord was returned for service. Upon evaluation at the manufacturer, it displayed a bias current message when connected to a handpiece, signaling a condition occurred from which the handpiece has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.